Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuming product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Gram stain came back positive for (B)(6). Obtained fluid from knee [joint effusion]. Case description: spontaneous report received on (B)(6) 2011 from a health care provider, via a company representative, regarding a female patient (unknown age and initials). The patient had a history of osteoarthritis. The patient experienced knee effusion and had a positive gram stain for (B)(6) after receiving synvisc-one. On an unspecified date, the patient had bilateral knee injections of synvisc-one. Three to four days later, the patient presented to the emergency room and the emergency room physician obtained fluid from the knee for a gram stain. The gram stain came back positive for (B)(6) and the fluid was cultured and results were negative. The patient had an arthroscopic procedure performed to clean out the knee. Dates of the arthroscopic procedure and dates of the events were unknown. The health care provider reported the patient's adverse events had a definite relationship with synvisc-one. At the time of this report, the outcome of the patient was unknown. Additional information was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by the report.